Event description:
The pt had a big arteriovenous malformation (avm) in the left temporal lobe at 15 cm approx distal to the left middle cerebral artery (lt mca, superior temporal branch), and therapeutic treatment was to embolize the avm with an injection of 30% n-histyl acryl mixture (glue). Access to the nidus of the avm was done using the medtronic mis ultralite 1.8f microcatheter, and good position was achieved as confirmed by visualization following contrast injection. During the injection, the physician felt resistance in the syringe which suddenly eased. Because the physician has previously slight problems with syringes during glue injection, resistance was attributed to problem with syringe instead of with catheter. However, in this case, catheter had traversed significant anatomical tortuosity which created slack in catheter's shaft. Upon injection with glue, this slack resulted in kinking of catheter's shaft that closed lumen. Resistance to injection eased because distal-shaft floppy section of ultralite catheter burst as pressure built up. Glue extravasated and thrombosed off lt. Mca area as determined by mra performed on 12/8/97. Pt does have some collateralized supply from external cartoid artery and sump effect from avm which is providing circulation to mca area. Pt was placed on heparin and extran for approximately one week and hospitalized for 10 days before being discharged to own home. Pt continues to have dysphasia which appears to be improving slowly.

Manufacturer narrative:
By visual examination of the medtronic mis ultralite catheter, it was observed that a single rupture occurred in the white distal shaft within the 20 cm (65 durometer) section, but not at a joint. Upon reading the angiograms provided by the physician with the returned catheter, at least two hyperdensity areas of the distal shaft of the ultralite were seen in the pt's cerebral vasculature at points distal to the actual rupture point. These hyperdensity points are indicative of kinking of the catheter. This kinking led to the rupture which delivered glue and thrombosed off the lt. Mca area of the pt. Thus, following reading the angiograms, distal shaft kinking instead of slack in the catheter at a loop is more consistent with the observations as the cause of the rupture. So, kinking is now shown as the event problem code for the device in block f10. Also, the concentration of n-histyl acryl mixture (glue) previously reported as 30% is now corrected to be 50% as can be seen in block b5 and block d10.